Event description:
The fe reported a 24-hour recharge required error message. The functionality was recovered with a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended, and put back into service.